Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected alarm during normal use. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Power loss alarms and pump error (B)(4) alarms noted in detail trace/long trace downloads. The power management tool confirmed power loss alarms and then pump error (B)(4) were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked retainer and scratched case.